Manufacturer narrative:
A review of the device serial number history identified no prior similar complaints. The failure mode was confirmed. The probable cause was determined to be component failure. The power filter was replaced, which successfully resolved the issue. A CAPA was initiated to investigate the root cause of ground test failure. The failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint#: (B)(4).

Event description:
During routine preventive maintenance (pm) testing at mckesson, the pump failed the ground resistance test, measuring 0.175 ohm, which exceeds the acceptance criterion of < 0.1 ohm. No patient involvement was reported.